Event description:
It was reported that during an unk procedure, the device was stuck and could not be removed. Surgeon had to use cautery to excise tissue from the device. Upon removal, the device did not cut from 4-12 o'clock, while 1-3 o'clock was stapled but not cut. There was no adverse pt consequence.